Event description:
The complainant reported a patient on impella cp and during support the pump became malpositioned. Transthoracic echocardiogram revealed that the device had migrated underneath a papillary muscle. The doctor made several unsuccessful attempts to reposition, which resulted in continuous suction alarms. The status began deteriorating, and the decision was made to explant the cp and escalate to impella 5.5.

Manufacturer narrative:
The impella device was not returned from the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Data review: data logs confirmed pump was in improper position corresponded with clinical description that triggered impella position in ventricle & suction alarms. No other issues were found on the logs. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to pump was not in proper position since the physician confirmed pump was deep under tte & caused hemolysis as reposition of the pump was not successful. Device in wrong position: the cause of device in wrong position was most likely the patient movement related since the pump was in improper position after being rolled in ICU by the clinical team. Pump suction: the cause of pump suction was most likely due to pump was not in proper position since the physician confirmed pump was deep under tte that triggered suction alarms. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.